Event description:
Reportedly user's device has continued to migrate inferiorly to the point where the magnet site is now below the level of the eac. It has reached a point where the processor falls off when the user turns her head because it brushes against her collar. The magnet site was almost below her pinna. No change in auditory benefit was reported. During a revision surgery on (B)(6).2023 a new implant bed was drilled and the device was repositioned to a more superior position.

Manufacturer narrative:
Additional information: according to the information received from the field the implant housing moved from its intended position. A revision surgery to re-position the device was performed successfully. The device remains implanted and in use. This is a final report.

Event description:
The housing of the device migrated. A revision surgery has been scheduled for this user on (B)(6) 2023.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.